Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that, during reprogramming the day of this report, the patient mentioned a warming sensation in the implantable neurostimulator (ins) pocket area when stimulation was increased to 2.7 volts. When it was turned back down to 2.4 volts (the normal therapeutic setting), the warming sensation went away. Three new programs were added using the 8-15 lead and only using the last 4 contacts on that lead. The patient was able to still feel the warming sensation but at a higher voltage of 3-5 volts. Impedances were checked and found to be normal. Follow-up determined the patient was receiving at least 50% relief and no cause of the warming was determined. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and if the issue was resolved. This event will be updated if additional information is received.